Event description:
Patient reported "encapsulated 6-year-old prosthesis" and the device has been removed.

Event description:
Patient reported right side pain over the past three years and the right-side device ruptured. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.